Manufacturer narrative:
This report is submitted on march 07, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with topical antibiotics (specific date and duration not reported); however, the issue did not resolve. The device was explanted (date not reported) and there are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on may 9, 2022.